Manufacturer narrative:
(B)(4). Concomitant medical products: oxf twin-peg cmntd fem lg item# 161470 lot# 933250, oxf anat brg lt lg size 3 PMA item# 159554 lot# 151740, oxf uni tib tray sz d lm PMA item# 154724 lot# 487670. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3006946279 - 2022 - 00100.

Event description:
It was reported that the patient underwent a revision surgery of the left knee due to loosening, approximately two (2) years post-op. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Both products used in the surgery remain implanted in the patient. No picture has been provided. Device evaluation could not be performed. The device manufacturing quality records indicates that the released products met all requirements to perform as intended. This device is used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h6, h10. Both products used in the surgery remain implanted in the patient. No picture has been provided. Device evaluation could not be performed. The device manufacturing quality records indicates that the released products met all requirements to perform as intended. This device is used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.